Manufacturer narrative:
Product analysis #(B)(4):analysis an abre device was returned for evaluation. Device was decontaminated with a cidex opa solution and a tergazyme soak. The device returned with the handle opened and the stent deployed (photo 1). Biologics was observed on the thumb wheel (photo 2). The clip was securely attached to the silver retractable sheath (photo 3). The size on the strain relief was 9f 16mm x 100mm (photo 4). A kink was observed to the exposed inner tubing (photo 5). The blue isolation sheath and the silver retractable sheath were separated. The ID of the blue isolation sheath was measured, pin size 0.108 was loose and pin 0.109 was tight (photo 6 -7). The od of the silver retractable sheath was measured, and it measured 0.108 (photo 8). Conclusion: the reported event can be confirmed based on the condition of the returned device. Equipment used: micro meter: cal number (B)(4) pin gauges: cal number (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the abre, there was an inability to deploy the stent in the left mid external iliac vein, which had a lesion with 70%-80% stenosis, minimal tortuosity, and minimal calcification, and a diameter of 14mm. The vessel was pre-dilated with a 14mm  device and post-dilated with a 16mm device. A 13f non medtronic sheath and a .035 non medtronic guidewire were used. No resistance was encountered during device advancement, and there were no issues with packaging or device preparation. The device could not be deployed. The lock pin was checked for securement and removed prior to attempted deployment. A bailout method was required for deployment, which involved breaking the handle. The device was safely removed from the patient, and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the abre, there was an inability to deploy the stent in the left mid external iliac vein, which had a lesion with 70%-80% stenosis, minimal tortuosity, and minimal calcification, and a diameter of 14mm. The vessel was pre-dilated with a 14mm device and post-dilated with a 16mm device. A 13f non medtronic sheath and a .035 non medtronic guidewire were used. No resistance was encountered during device advancement, and there were no issues with packaging or device preparation. The device could not be deployed. The lock pin was checked for securement and removed prior to attempted deployment. A bailout method was required for deployment, which involved breaking the handle. The device was safely removed from the patient, and the procedure was completed. No patient complications have been reported as a result of this event.